Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The chronic total occlusion target lesion was located in the non tortuous left external iliac artery. A 7.0x60x75cm express ld stent delivery system (sds) was advanced and would not cross the target lesion. When the sds was withdrawn, the stent dislodged in the left external iliac. Another express ld was advanced, however, it would not cross the target lesion and was withdrawn. A 4x4 ultra thin sds was advanced to the target lesion and successfully deployed the dislodged stent. A 8x61mm epic stent was deployed distally in the common femoral artery next to the previously implanted 7.0x60x75cm express ld stent. Post dilation was performed with a 7x4 mustang balloon catheter. Next, a 7x37mm express ld stent was implanted proximally to the previously implanted 7.0x60x75cm express ld stent. The procedure was successfully completed and no further actions were taken. No further patient complications were reported and the patient's status is listed as ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).